Event description:
Patient presented to the ER physician with pain and swelling at the neck incision site three days post-implant procedure. ER physician prescribed antibiotics and steroids. Patient presented back to the physician with an infection at the neck incision site with symptoms of fever, sweating, and chills and swelling in their throat. An examination was performed and a knot was found at the neck incision. Antibiotics were prescribed to the patient. This resolved the issue.